Manufacturer narrative:
Device evaluation: the customer reported issue of " damaged battery compartment" was confirmed. Further investigation found downstream occlusion (dso) seal delamination and upstream occlusion (uso) seal buckling. Replaced battery compartment, dso seal, and uso seal. The unit passes all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿damaged battery compartment¿; during device evaluation it was found downstream occlusion (dso) seal delamination and upstream occlusion (uso) seal buckling. Status of the device at the time of event was during testing. There was no patient involvement.